Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), headache ("headache"), nervous system disorder ("neuro condit/prob"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and poor peripheral circulation ("poor circulation in main vein left leg") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and menorrhagia had resolved and the dermatitis allergic, vaginal discharge, headache, nervous system disorder, nausea, neoplasm, fatigue, anxiety, depression and poor peripheral circulation outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, nausea, neoplasm, nervous system disorder, pelvic pain, poor peripheral circulation and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in explant date- 42837. Patient received treatment for menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhea, headaches, neuro condit/prob, nausea, tumors, fatigue, anxiety, depression, poor circulation in main vein left leg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- event injury to herself updated and new events pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, allergy nos, vaginal discharge, headaches, neurological condit/problem, nausea, tumors, fatigue and anxiety were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's medical history included urinary incontinence and back pain. Concurrent conditions included adnexa uteri pain, left lower quadrant pain, uterine leiomyoma, libido decreased, difficulty sleeping, nocturia, sleep disorder, urinary urgency, vaginal discharge, vaginal itching, alcohol use and uterine fibroid. Concomitant products included ibuprofen from 2003 to 2017, oxycodone hydrochloride;paracetamol (percocet) and sulfamethoxazole;trimethoprim (motrin). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia),"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), headache ("headache"), nervous system disorder ("neuro condit/prob"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), poor peripheral circulation ("poor circulation in main vein left leg"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and menorrhagia had resolved and the dermatitis allergic, vaginal discharge, headache, nervous system disorder, nausea, neoplasm, fatigue, anxiety, depression, poor peripheral circulation, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, neoplasm, nervous system disorder, pelvic pain, poor peripheral circulation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in explant date- 42837. Patient received treatment for menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhea, headaches, neuro condit/prob, nausea, tumors, fatigue, anxiety, depression, poor circulation in main vein left leg. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs & mr received: new events vaginal bleeding, dyspareunia, genital bleeding, she did not underwent essure confirmation test were added. Reporters, patients demographics, date of removal, concomitant condition and drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.